Event description:
It was reported by repair work order that the side rails may unlatch during use due to missing compression springs. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.